Manufacturer narrative:
The insulin pump had motor error alarm during basic occlusion test excessive motor axial play. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed motor error during priming. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.